Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose was displaying as "high" on their device, though no specific value was provided. The customer managed high blood glucose levels through correction injections via multiple daily injections (mdi). Reportedly, the customer continued to use the pump for insulin therapy.